Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had the correct area and role and confirmed that user had necessary access without any issue. The technical support specialist (tss) also verified that the station and the server was communicating properly. The tss mentioned that no retry errors were found and instructed the customer to ensure the user had the right access permissions for the areas which user needed to work in. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user had no access to selected areas under profile and not able to pull anything. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.